Event description:
The customer reported the mains led is not lit. There was report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the mains led is not lit. There was report of pt involvement. The device was evaluated by philips field service engineer and the symptoms were verified. The bezel assembly was replaced to resolve the issue.